Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that they received recurring no delivery alarm .the customer's blood glucose was 376 mg/dl at the time of incident. Agreed to send replacement sets and reservoirs. The insulin pump will not be returned for analysis.